Manufacturer narrative:
Exemption number (B)(4). (B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The history log files of the received sample were read out and analyzed. However, no hints of a deviation of the delivery accuracy were found. Subsequently, the infusomat space was subjected to a visual and functional examination. No external damage was found. The cover caps at the screw domes as well as the sealing at the bottom housing were available and undamaged. The device passed the self test with an acceptable result. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. The delivery accuracy of the device was tested according to the requirements of the technical safety check in triplicate. All measured values are within spec. No specific conclusion can be drawn.

Event description:
As reported by the user facility (translation of customer letter): underinfusion. According to the customer the set infusion rate do not meet the delivered quantity. (Device ran only at half of the set rate).